Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to noise. The lead was capped and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.